Manufacturer narrative:
The reported events of lead dislodgement, inappropriate capture and far r oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix extended and was clogged with blood/tissue for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up in the clinic, post-operation procedure. Upon interrogation, it was noted that the atrial lead exhibited far r oversensing and inappropriate capture as the lead captured ventricular tissue. This prompted the physician to perform a chest x-ray and the atrial lead was found dislodged. The physician explanted and replaced the atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.